Manufacturer narrative:
Correction: please retract this report 2017865-2023-52637, the same issue was previously reported as 2017865-2023-52644

Event description:
It was reported that post-paced t-wave oversensing was observed. No intervention has been performed. The patient was stable.